Event description:
It was reported that the stent fractured, requiring an additional device. This patient was undergoing thrombosis treatment of the superficial femoral artery (sfa). During a follow up angiogram to confirm thrombus lysis, a fracture was noted in a previously placed 7x150, 130 cm eluvia stent. The approximate location of the fracture was in the distal sfa going into the proximal popliteal artery. Another eluvia stent was placed over the fractured stent. It was noted that the patient was non-compliant with anti-coagulation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.